Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was failure to follow instructions-problems traced to the user not following the manufacturer's instructions due to degradation problem identified-problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion and stress problem identified-problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the dirt on the objective lens and the image had partially obscured areas. There was no patient involvement.